Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2019, that the cause of the loss of stimulation was unknown, but a contributing cause t=was due to the controller not functioning well. The impedances were checked; one contact was high, but other contacts were at normal ranges. Several programs were attempted, but the patient still felt no stimulation. The was noted that the battery (ins) was okay and had good recharging coupling. The rep reported that the loss of stimulation and not feeling the stimulation when on was not resolve and was unable to determine the loss of stimulation. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported the patient was getting poor communication. Patient stated he charged his stimulator last week on monday and everything was working. Patient stated friday he went to turn stimulation on but nothing happened. Patient clarified he did not feel stimulation and was experiencing poor communication with the pp. During the call, patient attempted to connect with and without the antenna cord. Patient confirmed he could start a successful charge session with this insr and had 8 coupling boxes. Patient confirmed with his insr that stimulation was on. Additional information was received. It was reported that the patient programmer (pp) was not functioning properly; the patient contacted the manufacturer and pp was replaced. The patient stated he lost stimulation sensation soon after that and denied any falls/ accidents. The rep met with the patient and impedances were normal except for one, programmed around it and patient was still not feeling stimulation. Patient reported that they were able to connect to their ins and the pp showed stimulation was turned on but patient stated he was not feeling stimulation. Patient stated on group a the stim was at 7.8 and group b 8.1. Patient turned stimulation off and back on and could not feel stimulation still. Patient also tried increasing his intensity and still could not feel stimulation. Issue not resolved at this time. No further complications were reported/anticipated.